Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open.as per part investigation, it was determined that thermal damage to component u501 on the pcba pmc pyxis mini.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis:the reported condition of drawer is not opening was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order #(B)(4), the fse replaced the drawer controller board for drawer 9. A med bank agent then configured the newly installed drawer controller board. After testing, all drawers were accessible and functioning properly.pn 151730-21: the pcba pmc pyxis mini fw1-12 was received with signs of thermal damage on component u501, no other anomalies were found during visual inspection. During dchu testing: pn 151730-21: no dchu testing was necessary due to the observed thermal damage on component u501 on the pcba. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:the root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini fw1-12 (pn 151730-21) resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the drawers, leading to their malfunction.